Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During vascular closure, the 7f exoseal vascular closure device (vcd) failed to activate, so the closure was unsuccessful. During use, pulsatile blood flow slowed appropriately; however, the indicator window did not turn black. Upon device removal, the plug remained fully within the shaft and was not deployed. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). No visible damage prior to use. A retrograde approach was used in an interventional procedure, and femoral artery suitability was confirmed, including appropriate insertion angle, vessel diameter =5 mm, and no calcium, plaque, tortuosity, stent, or significant stenosis at the puncture site. The deployment button could only be partially depressed and could not be fully activated. The device will be returned for evaluation.